Event description:
It was reported that a technician, trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, resistance was felt while advancing the thumb advancer during clip delivery and the thumb advancer could not be fully advanced. Although the sheath was reported to be elongated and shredded, there were no missing portions of the sheath. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the clip had not been fired and the condition of the returned device substantiated the reported experience. Inspection of the device revealed a torn sheath at the distal end. This indicated that the garage leaves of the delivery tubeset disrupted and punctured the sheath as the tubeset was being distally advanced while deploying the thumb advancer. Subsequently, thumb advancer deployment and sheath splitting were stopped due to resistance encountered, as reported. It was also found that the device was properly removed by activating the safe release as instructed in the instructions for use. The device was cleaned and re-assembled for re-deployment. During testing the device was completely deployed and the sheath was split, but the sheath was further shredded and garage leaves were slightly bent due to resistance. Based on the investigation findings, the probable root cause for the torn sheath is tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may have caused the garage leaves to become disrupted and puncture the sheath as observed. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.